Event description:
The clear tygon tubing that contains the drip out the bottom of the buretrol cylinder pulled away from the body of this set, creating a mess in the patient area. This tube should never become detached.